Manufacturer narrative:
The exchanged parts were requested by the factory for further investigation. A supplemental report will be submitted if additional information becomes available. This report was submitted march 7, 2016. Customer's address: (B)(6).

Event description:
It was reported that the intervention (ablation) had to be aborted due to a failure of the arcadis avantic system. The unit had to be restarted and the intervention was successfully completed on the same system. The patient did not suffer any injuries. The reported event occurred in romania.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Investigation results show the root cause for this error is an internal generator problem. The error is caused by emc interferences on the supervision circuit of focus switching causing the system to push additional filament current. As a consequence, the supervision circuit of the filament current detects an error (ifmax/ifpeak) and stops the x-ray sequence. The error can be prevented with modification on the supervision circuit of the focus selection. This was completed with additional capacitors c998 and c999 on the input signals small_focus and ph_fil_2. The system was corrected and returned to clinical operation. No further actions are to be taken at this time.